Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the lead had broken and the patient still had a lead fragment left in his body. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. No patient symptoms reported. If additional information is received a follow-up report will be sent.